Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited an unspecified issue. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was capped and replaced. No further information was available.

Manufacturer narrative:
Correction: .

Event description:
New information received on 11/5/2018 indicated that the patient experienced left should pain due to placement of right ventricular lead and the implantable cardioverter defibrillator. The patient presented for revision procedure and a new access site was chosen. The lead was electrically normal. The lead was replaced and the device was reused. The patient was stable post procedure.